Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), approximately five years and 1 month after implant of a 26mm sapien xt valve in the aortic position, a 29mm sapien 3 valve was implanted within the existing valve. The reason for the valve in valve is currently unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Valve in valve is performed as an intervention for severe or clinically significant paravalvular leak (pvl), central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, despite multiple attempts, the medical facility did not respond to edwards request for additional information for this event. There is insufficient information to determine the reason for the valve in valve procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.